Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right hip arthroplasty on (B)(6) 2013 that failed and required revision on (B)(6) 2018 due to elevated levels of cobalt & chromium in blood work.